Manufacturer narrative:
(B)(4) a partial lead measuring 14 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that low sensing, increased threshold and pacing lead impedance was noted. A part of the lead was explanted and replaced. The patient's condition is fine after the event.